Event description:
It was reported that the patient experienced issues with the pump not registering insulin after the cartridge loading process, also accompanied by cartridge alarms. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. Technical support replaced the pump, and the customer was advised on backup therapy options and the return process for the faulty pump. Customer is using a backup insulin pump. Instructions were provided to put the old pump into storage mode before returning it, and a replacement pump was sent.